Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the patient complained of difficulty in operating the implant. Clinical examination revealed a malfunction in the pump. Device was not replaced.